Manufacturer narrative:
(B)(4) reference manufacturer report # 2647580-2016-00118 for a second device used in the same case. (B)(4) additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the device worked for the first few clips then failed to clip. Cutting and damaging the arteries leading to an increase in blood loss and obscuring the surgical field. Another device was opened to fix the issue.

Manufacturer narrative:
(B)(4). Reference manufacturer report # 2647580-2016-00118 for a second device used in the same case.

Event description:
According to the reporter: additional information received from the account stated that the procedure was a left total mastectomy and axillary node clearance. After the first clips fired, no more clips were being fired but the device was not empty. A 2/0 polysorb suture was used to tie off the ends of the vessel. There was no permanent tissue loss or damage.